Event description:
It was reported that the implantable cardioverter defibrillator displayed an error message. Programming changes were performed to restore the device back to chronic settings. Further information was requested however, was not provided.